Manufacturer narrative:
(B)(4). Device not received, long review only. The data set and event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the log review has been completed.

Event description:
Customer reported that a nurse noticed at 0100 on (B)(6) 2012 that a heparin infusion was off. Customer does not know how long the heparin infusion was off and states that the nurse did not shut off the pump and did not hear any alarms before the pump shut off. The nurse turned the pump module back on and restarted the heparin infusion with no problems. Around 0500 when the charge nurse became aware of the event the module was taken out of service. The charge nurse notified the doctor and a stat ptt was ordered. The ptt level was not in the therapeutic range. Customer does not know if any other medical intervention occurred. All affected equipment has been requested but the customer is requesting an event log review at this time. The devices have been sequestered in case a device evaluation is needed. Although requested, no additional pt or event details were provided.